Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the probe was broken at 9mm from the distal end of the probe. There were scratches around the broken area. It was observed that the breakage of the probe started at the scratched area. There were no scratches at the grasping part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the broken probe could not be determined. However, the issue likely occurred due the following mechanism: 1) activated output while the probe tip was in contact with hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This scratched the probe tip. 2) continued to activate output in the state described in ¿1¿. This applied a load to the probe tip, causing the scratched probe tip to crack. 3) a greater load was applied and the probe broke. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ this supplemental report includes a correction to e1. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the tip of the sonicbeat 5 mm, 35 cm, front-actuated grip broke off and fell into the patient's abdomen during a laparoscopic hysterectomy, particularly during colpotomy, which was the last step of the procedure. The procedure was delayed by 10 to 15 minutes to locate and retrieve the tip, which was later found in the aspirated fluid container. There were no abnormalities found in the usual assembly and no problems during operation throughout the procedure. The procedure was terminated without use of other devices. There was no harm or user injury reported due to the event.